Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal. There was no evidence in the event history log. Functional testing was unable to verify or duplicate the reported issue. The device passed all three accuracy tests. No fault was found. The service history review identified no indication that the complaint was related to a service of the device within the review period. Reporter phone: (B)(6).

Event description:
It was reported the device failed the accuracy test. There was unknown patient involvement.